Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and found errors "vent inop, bad cal fcv, bad cal efs pt, bad cal wfs pt.", which may had been the cause of the reported failure. The customer was advised the customer that the gas delivery engine and user interface module would need to be replaced. At this time, the repair has not been completed yet so conclusion for the reported issue has not been determined. Upon receiving further information and failure investigation, a supplemental report will be submitted.

Event description:
The customer stated that this unit is not passing the pressure test. There was no patient involvement at the time of the event.